Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced extrusion, urinary problems, and other. It was also reported that the patient underwent partial excision of vaginal mesh and perineoplasty on (B)(6) 2010 due to foreign body reaction and perineal skin bridge. It was reported that the patient underwent partial excision of vaginal mesh on (B)(6) 2010 due to foreign body reaction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal foreign body.

Manufacturer narrative:
Date sent to FDA: 05/03/2017.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided